Event description:
It was reported that the patient remotely via merlin.net. Review of the transmission showed the right ventricular (rv) lead had over-sensing noise issue. The noise was reproducible in clinic. Programming changes were made. The patient was stable.